Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional emboshield nav6 is being filed under a separate medwatch MFR number. Potential factors for foreign substance on the device include, but are not limited to, manufacturing, or contamination introduced after removal from the packaging. In this case, the product was not returned for analysis which would have aided in the investigation, and allow for chemical analysis to determine the potential origin of the reported substance. To ensure this is not a manufacturing related deficiency, as part of the manufacturing quality process, all embolic protection devices and retrieval catheters are 100% visually inspected. In addition, a sampling of units is visually, dimensionally and functionally inspected. A review of the finished product lot history record did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint database was performed and there have been no other incidents for foreign material on device reported for this lot. Furthermore, the lot release testing results were reviewed and all samples met all manufacturing criteria. Without having the product to examine, a conclusive cause for the reported foreign material on the recovery catheter could not be determined. Based on the lot history records and similar incident results, there is no indication to suggest a product quality deficiency.

Event description:
It was reported that during preparation for a procedure to treat a restenosis of a non-abbott stent in the right internal carotid artery with mild calcification, a viatrac plus dilatation catheter was noted to have a kink in an unspecified location upon removal from the protective hoop. The dilatation catheter was not used and another same device was advanced into the patient anatomy. An emboshield nav6 embolic protection device was prepped for use, but was noted to have an unknown white substance in the tip and at the distal end of the recovery catheter. This device was not used and a new emboshield nav6 embolic protection device was then advanced into the patient anatomy. This second emboshield was also noted to have a white substance in the distal end of the recovery catheter, but was used. A xact stent system was then advanced into the patient anatomy and was deployed. There was no clinically significant delay and no adverse patient effects. No additional information was provided.